Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with heavy calcification and mild tortuosity, 90% stenosis. The 3.00x15 mm traveler rx balloon dilatation catheter (bdc) was used; however, it ruptured during the first inflation at 8 atmospheres (atm) due to heavy calcification. A non-abbott bdc was used next and then an nc traveler bdc for pre-dilatation and then a xience skypoint stent was implanted to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.